Event description:
It was reported that during a tibia procedure, the surgeon connected the driver shaft to the ratcheting handle and when he attempted to turn it clockwise the handle fell apart. All pieces fell to the floor and were retrieved, nothing fell into the wound. Surgeon used another screwdriver to complete the procedure.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation visual evaluation revealed the returned device included the following: the screws that affix the internal ratcheting assembly to the handle had backed out slightly causing the entire ratcheting mechanism to disassemble. The instrument was reassembled and was found to still function as required. The part was manufactured prior to a 2008 process change. Based on the condition of the returned device and the evaluation, the reported failure is not associated with the manufacturing process at the time.